Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm they receive request to rewind the insulin pump and able to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 4 and pump error 63 alarms found on (B)(6) 2021. The pump passed the displacement test however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace/history files using thus. No pump error 4 alarms noted during testing. A review of the downloaded history files reveals that on (B)(6) /2021 there were three (3) pump error 63 (variable 3) alarms [at 10:43, 10:50, and 11:32] and one (1) pump error 4 alarm [at 10:43] occurred. Pump error 4 and pump error 63 alarms are due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing serial number label, end cap address label faded and peeling, and pillowing keypad overlay. Pump error 4 and pump error 63 alarms are confirmed and due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.